Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding customer filed legal law suit against medtronic because of messed with the insulin pump from the attorney of the family. Customer was in coma. Customer wanted a new insulin pump. The insulin pump will be returned for analysis.